Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type programmer, patient product ID (B)(4) serial# (B)(4): product type programmer, patient product ID (B)(4): product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a the patient had no telemetry with and without the antenna. The patient received a replacement pp about a month prior and claimed it never worked. The caller stated they tried their pp with the patient's antenna and it did not connect the few times they attempted this. The caller then tried their own pp without the antenna and it connected to the ins each time and the clinician programmer connected to the ins with no issues. The patient's pp would not connect with or without the antenna. A replacement antenna was requested. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer did not seem to be working and stated they had tried two different sets of batteries. The patient could turn the programmer on and off, but could not increase or decrease. The caller described a poor communication screen. The patient had a non-rechargeable device and had not been recently implanted. Securing the antenna and syncing with the ins as well as placing the programmer over the ins did not resolve the issue. It was further reported that the patient had a poor communication screen with the replacement patient programmer. The caller confirmed they needed the patient programmer to turn the ins on and off, and the ins was off. The patient was redirected to their healthcare provider. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative that reported that the stimulation was not working. The patient¿s family member had contacted the manufacturer recently because they thought the programmer was not working but when a new one was sent to them they still could not turn the battery on. The manufacturer¿s representative was to see the patient on (B)(6) 2018 to check the battery. There were no environmental/external/patient factors that may have led to the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient was seen on (B)(6) and it was determined the cause of poor communication/inability to turn the device on/make adjustments was that the programmer and antenna were defective. A new programmer and antenna were sent to the patient. The issue was reported as resolved.